Manufacturer narrative:
Concomitant medical products: product ID: unknown, cath, lot number and serial number: unknown, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was involved in an automobile accident and expressed to the hcp they believed their pump stopped working. X-rays were done, results not provided. Additional information later reported the catheter disconnected form the pump, not confirmed. The patient had been in a car accident the day before the report ((B)(6) 2014) around 2pm. The manufacturer representative was called to the ER (emergency room) to meet with the hcp and the patient. The patient did not come to the ER until the day of the report because they just started having increased pain today. The radiologist reported that the catheter was ¿discontinuous¿. The reporter read the pump logs and discovered a motor stall on (B)(6) 2014 at 17:22 followed by a recovery (B)(6) 2014 at 17:55. The patient reported they were at home at the time. No MRI. The pump was flipped and it was not like that before the car accident. The seat belt was in area of pump per the patient. The pump was used to deliver hydromorphone. Additional information has been requested, but had not been received as of the date of this report.